Manufacturer narrative:
No damages or defects were observed on the soft cannula. A leak test was performed and no leaks were observed. Pod data indicated that there was no struggle to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 350 mg/dl. The pod was reportedly leaking while worn for between 5 and 24 hours. When removed from the infusion site leg, the pod's cannula was found broken in the middle. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.